Manufacturer narrative:
This MDR is being submitted due to the reported seroma formation and infection after initial placement of the acell device. The device was not explanted and is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. There were no reports of device failure at the time of initial surgery.

Event description:
On (B)(6) 2018, acell, inc. Was notified by physician that their patient experienced a seroma and infection post operative after a ventral hernia repair procedure with an acell device on (B)(6) 2018. The physician drained the fluid, the date of drainage procedure was not provided. The physician provided no detail of if and when analysis of the fluid occurred, nor of any results of possible testing.